Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 1 of 2 mdrs filed for this event (reference 1825034-2013-01598 / 01599).

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2013 allegedly due to pseudotumor. The head and taper adapter were removed and replaced with active articulation head and liner.